Event description:
After the catheter was already in place for 24 hours with infusion of tpn, the catheter was found on xray to be inserted approximately 1cm too deep. The physician removed the tegaderm dressing from the insertion site in order to correct placement and the catheter broke at the junction of the hub and catheter. Another PICC placement was required with several insertion attempts.

Manufacturer narrative:
The used device was returned to vygon's (B)(4) site on 12/30/2010. The device was forwarded to vygon (B)(4) the same day for further investigation. The investigation is not yet complete. A follow up MDR will be submitted with results of the investigation and necessary actions.